Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. The electrode belt did not pass essential performance testing. Upon investigation the trunk cable was cut. The root cause for the damaged cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.